Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited chronic noise. During normal device change out procedure on (B)(6) 2018, insulation breach was noted on the ra lead. The lead was repaired with medical adhesive and a suture sleeve. Lead was reused. Patient¿s condition was stable throughout the event.